Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump stopped and displayed an error message during the procedure. Function was restored by power cycling the pump and the procedure was completed with no further issues. There was no report of patient injury. A sorin group field service representative was dispatched to investigate. While at the facility, the service representative replaced the display, the motor control board and the processor board. After the reaplacements, the hardware was cleaned and disinfected and subsequent testing, including a technical safety inspection, found that the system was functioning as expected. Sorin group (B)(4) will continue to monitor the market for trends related to this issue. If a trend is identified, corrective actions will be recommended.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message during the procedure. Function was restored by power cycling the pump and the procedure was completed with no further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.